Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s name: (B)(6). E1: the reporter¿s complete facility address was not provided. Investigation summary¿ the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in a used condition, the active tip had signs of activation, and the manifold was charred. The suction tube had foreign matter, presumably biological matter. The shaft, handle, cable and plug did not show any signs of damage. The supplier performed an evaluation with the following results: device was received only in the outer carton, the tip had significant use. Tissue residue surrounding active tip face. The manifold was burnt. Residue was seen around the ceramic. There were divots on the ceramic, with cracks coming out from the center. The handle was in good condition; residue was found at the proximal end of the handle. Tissue residue was found within suction tube. The device failed hipot active return electrical testing and footswitch activation functional testing. The customer stated that ¿output short. It was reported that during the operation, the device output short (as the photo shows), and unable to work.¿ the visual inspection found that the manifold is melted at the distal tip which was likely damaged by misuse or a ¿shorting¿ event. The specific root cause cannot be determined. Note that similar damage has been seen at different location at proximal end of the plastic manifold under CAPA investigation. The complaint device has been returned to atl UK for investigation. During testing at atl UK were able to confirm a fault with the device, the complaint device was found to fail electrical testing (hipot active ¿ return). Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, likely damaged by misuse or a ¿shorting¿ event, the root cause cannot be confirmed. Note that similar damage has been seen at different location at proximal end of the plastic manifold under CAPA investigation. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through cap. Please refer to the attached CAPA report. To eliminate recurrence of this failure mode a design change is required. Investigation based on the photo provided for evaluation: visual inspection of the returned photo found the device in the arthroscopic space, the generator was displaying the error code ¿output shorted¿. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue.¿ based on the information currently available, the potential cause is traced to design. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device u2406010, and no non-conformances were identified.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr s90 4.0mm w/integr hdp device had a melted manifold. It was initially reported that during a rotator cuff repair procedure, it was discovered that the device experienced an output short and was unable to work. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.